Event description:
End user reports 'catheter had a burr on the tip which caused bleeding and an ER visit'. No further information obtained. No photo available.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470

Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. The process parameters were adjusted within the validated window. No nonconformity has been registered during the manufacturing process of the affected lot and of the mentioned issue. No complaint was received on lot#4g04482 and malfunction code "uca-pmc07.02 catheter shaft, balloon, tip or eyelets too rough/jagged edges or too sharp". Based on the provided information, it is not possible to confirm the issue. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.